Event description:
It was reported that a day after the trial procedure, the patient developed weakness in the legs. The patient underwent a lead pull, and an MRI (magnetic resonance imaging) revealed a hematoma; however, it was not removed due to improving symptoms and high anesthesia risk. The patient was healing and is now under the care of the hospital surgeon. The patient trial leads were discarded.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc231650e0 model: sc-2316-50e serial: (B)(6) batch: 7227511.